Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the injection gold probe failed to cauterize. All connections were checked and the device still would not work. The device was directly connected to the generator and had been tested prior to the procedure. Moreover, the generator was tested after this event passed. The procedure was completed with resolution clips. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of injection gold probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.